Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. No supplementing data are available, and it is not expected that more data will be received. The case is therefore closed. If additional information should still be received at a later point of time, the case will be re-opened, and the investigation will continue.

Event description:
Ous MDR - it was reported that this lead had dislodged 4 days post implantation. The lead was explanted, but not returned to biotronik.